Event description:
During procedure, dr. Inserted instrument into patient and when he pulled back on the instrument the top half broke off in the patient. Instrument was immediately removed. After procedure the instrument was tagged and broken and sent to central.